Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number provided was incorrect.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 421 mg/dl, while wearing the pod between 1 and 4 hours on the leg. A correction was administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.